Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing in a stored non-sustained ventricular tachycardia (nsvt) episode. It was noted that there was no pacing inhibition. Rv pace impedance trends were unremarkable. Boston scientific technical services (ts) reviewed possible causes and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5120295.